Manufacturer narrative:
After battery installation, the unit powered up with a blank display. The notification light was flashing, and the vibrator was vibrating every 3 seconds. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the unit. After swapping the boards to another case, and then swapping a known good electrical board, device powered up normally. The problem seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and inserted battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Customer stated display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.